Manufacturer narrative:
The problem was due to a damaged chiller unit. After the replacement of this unit, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "the bottom chiller sounds like the condenser broke free and the chiller heats up then shuts down".